Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically showing 0 units when 300 units were expected. There was no adverse impact to the customer's blood glucose level. Caller, advised by technical support, was instructed not to overfill the cartridge and acknowledged understanding but declined to load a new cartridge, choosing to continue using the current one and will follow up if necessary.